Event description:
It was reported that the surgeon inserted the li61ao 19.00 diopter lens into the patient's left eye and subsequently removed the iol due to a bent haptic. The incision was enlarged to 3mm to remove the lens. A back up iol was successfully implanted with no issues. No sutures were used to close the incision. The physician reported that in his opinion the most likely cause of the iol damage was due to loading error. The patient's current status was described as good. Please reference MDR# 1119279-2011-00219 for the delivery device.

Manufacturer narrative:
Investigation of this complaint is in progress. A supplemental report will be submitted upon completion of the investigation.